Event description:
It was reported that during implant, the ventricular lead exhibited sensing anomaly and loss of capture. The lead was not used and a new lead was implanted. The patients condition was fine post procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).